Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. Three days after hospitalization the patient was discharged and had recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date the patient experienced a breach in aseptic technique and acquired peritonitis. The breach was further described as the patient did not wash his hands prior to performing peritoneal dialysis therapy and did not wear gloves or a mask while performing an exchange. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unreported date after the patient was discharged from the hospital, the patient received a onetime dose of intraperitoneal vancomycin 1000 mg. The patient was not retrained on proper aseptic technique. The patient was recovered on (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.